Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: how many procedures are involved in this complaint? For each procedure, please provide: event date, quantity involved, lot number? It was unknown how many patients were involved.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. It was reported that the barbed suture product is more like a bump and less like a barb. It does not close tissue or slide through well because of its design. There were no bad outcomes as a result of this trial with barbed sutures. It was stopped abruptly because it had potential for harmful complications to our patients.